Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence due to the device not working properly. Upon device explant, a tear in the cuff was identified. The chronic pump remained implanted, and the other component were replaced. No further patient complications were reported.